Event description:
A patient reported blood glucose results of 510 mg/dl with a lifescan meter and 310 mg/dl on an accucheck meter (invalid comparison), performed within 10 minutes of each other. The customer servcie representative walked the patient through two consecutive control solution tests and both result fell outside the specified range. Based on the failed quality control test, there is an indication the product malfuntioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.